Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of diabetic ketoacidosis, hyperglycemia and their associated symptoms.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patient experienced diabetic ketoacidosis (dka) on (B)(6) 2015. Patient was away at summer camp and during the night, his blood sugar rose resulting in dka symptoms of vomiting, dry heaves, headache and confusion. The paramedics were called and patient was taken to the hospital. Patient had ketones, was given two bags of saline, was flushed and stabilized. Patient was released the same day. Patient was not wearing the cgm device at the time of the event as he had taken it off due to experiencing out of range a few days prior. Patient was better at the time of contact. No additional information was provided.